Event description:
It was reported that cartridge change errors intermittently occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 200-250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.